Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e602 analyzer. The customer stated there were 62 patient samples that were questioned and repeated. The customer provided data for 42 patients, of which 37 had discrepant results. The operators noticed some low positive results and masked the hcgb test on the analyzer. Patient one had an initial hcgb result of 65.7 miu/ml. It was repeated on another e602 analyzer and the result was <0.1 miu/ml. Patient two had an initial hcgb result of 37.9 miu/ml. It was repeated on another e602 analyzer and the result was <0.1 miu/ml. Patient three, a (B)(6) female, had initial hcgb result of 163.1 miu/ml. It was repeated on another e602 analyzer and the result was <0.1 miu/ml. Patient four, a (B)(6) female, had an initial hcgb result of 2336 miu/ml. It was repeated on another e602 analyzer and the result was 8.3 miu/ml. On (B)(6) 2013, the third repeat from the other analyzer was 8.32 miu/ml. On (B)(6) 2013, the fourth repeat from the other analyzer was 8.18 miu/ml. On (B)(6) 2013, the original analyzer was calibrated and the four patients' samples were repeated with results consistent with the repeat results from the second analyzer. The repeat testing was performed on the other e602 analyzer on (B)(6) 2013. Patient 32 received an ultrasound, but was not harmed. There were no adverse events. The hcgb reagent lot number was 169563 and the expiration date was not provided. On (B)(6) 2013, a successful performance test was run.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control results prior to the event were acceptable. The performance testing data was within specification. It was noted there were some sample aspiration alarms in the alarm trace from the time of the event. It was noted there were messages relating to insufficient procell, cleancell, and preclean around the time of the erroneous results.